Event description:
Reportedly, during the implantation the subject pacemaker recorded a high atrial impedance. The pacemaker was replaced with one that had normal impedance.

Event description:
Reportedly, the reply device was removed due to a high atrial impedance recorded. When the new device was implanted, the psa check and impedance measurements were within the normal range.

Manufacturer narrative:
Evaluation : analysis at reception revealed: - the device couldn¿t be interrogated - the device neither paced nor sensed - the device battery was totally depleted it should be noted that the battery lasted about 10 years. A review of the hybrid electrical manufacturing test was performed and didn¿t show any anomalies. Upon reception, a visual inspection of the set screws of the device was performed and showed appropriate lead tightening marks. The device was then opened and externally powered: - no overconsumption was measured. - sensing and pacing were appropriate on both the atrial and ventricular channel. As no patient files were available for analysis, no estimation of the expected overall longevity could be performed. Based on these observations, no abnormal battery depletion was observed of the returned device. The most probable hypothesis to explain the reported issue is switch to rrt mode and of end of life (eol) behavior.